Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, on (B)(6) 2003, the patient underwent a laparoscopic myomectomy for the treatment of uterine fibroids during which a morcellator was used. The morcellator disseminated uterine leiomyomas throughout her abdominal cavity thereby resulting in the metastases of uterine leiomyomas throughout her body, significantly worsening her long-term prognosis.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.